Event description:
The facility reports the chair had been hooked up on the pick up point and the carer removed the sub chassis from the chair. The patient sat on the chair and fell to the floor. The patient suffered a split lip, bruised nose, and grazes to the pt's leg. The patient was taken to the emergency room.